Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical table and found that the wiring at the power supply connector was melted. Based on the description of the event and the technician's inspection, it is likely that the cause of the reported event is attributed to an electrical short caused by fluid intrusion within the table base. The cmax surgical table is designed to meet ipx4 fluid ingress standards, and the normal fit of the covers, along with the rtv sealant that is applied, will prevent fluid intrusion. In the event the amount of fluid present during the procedure exceeds the ipx4 rating, it is the user facility's responsibility to ensure the table is properly draped and/or a fluid catchment device is utilized to limit the amount of fluid that may come in contact with the cmax surgical table. The table was installed in 2006 making it approximately 16 years old. The table was removed from service. No additional issues have been reported.

Event description:
The user facility reported that at the beginning of a patient procedure smoke was emitting from their cmax surgical table. The patient was removed from the room. The procedure was completed successfully with another surgical table. No report of injury.